Event description:
Customer reported experiencing a high blood glucose event, but the specific value was not known as it displayed as "high." Cause was not known. The customer addressed the issue by administering a correction bolus via the pump, with the control iq feature turned on. Technical support advised the customer to consult with a healthcare professional to understand what might be affecting blood glucose levels.